Event description:
A report that a patient underwent a pocket revision due to discomfort was received. The physician relocated the ipg location from her back to the buttocks area. The patient is reportedly doing well following the procedure.